Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 30 mg/dl. Customer was treated with juice and candy. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that the blood glucose level at the time of suspend event was 122 mg/dl. Customer stated that the sensor glucose level that triggered suspend event. Customer declined troubleshooting for low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.